Event description:
It was reported via repair work order that the brakes would not engage/won't hold due to broken/damaged gear pin and base frame weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the brakes would not engage/would not hold due to a broken/damaged gear pin and base frame weldment. It was found through the investigation that the side control brake/steer was inoperable due to an oblong hole in the weldment. This only affected the side controls of the unit. The brakes and steer feature could still be applied by an alternate pedal.

Event description:
It was reported via repair work order that the brakes would not engage/won't hold due to broken/damaged gear pin and base frame weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.